Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2007 after an implant duration of approx 34 days. Follow up with the surgeon's office did not indicate the reason for the pt's demise. Reportedly, the device was not explanted. No other details were provided.